Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 500mg/dl with strong fruity breath odor, abdominal pain, extreme thirst, excess urination, nausea, and confusion associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the loss of prime warning had occurred three or more times and that the cartridge had been changed, but noted that the user had not tried using a cartridge from a different box. The cartridge was reportedly being used properly per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue.